Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, (B)(4) on 3rd march 2010. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(4) 2010 and that it had performed to specification up to the (B)(4) 2016 the device was disassembled to investigate and the fault was traced to a faulty red led. The device was still able to deliver test therapy sequence without fault during testing at heartsine samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.